Event description:
It was reported that the right ventricular lead had unacceptable thresholds. It was also noted that the lead had undersensing, sensing difficulty, and high capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.